Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus followed up with the user facility to obtain additional information and was reported that during the routine surveillance culturing tests at the user facility, the subject device repeatedly tested positive for following bacteria. On (B)(6) 2018, the subject device tested positive for pseudomonas aeruginosa(8cfu/160ml). On (B)(6) 2019, the test result indicated no microbial growth of the micro-organism indicator for the subject device. On (B)(6) 2019, the subject device tested positive for pseudomonas aeruginosa(18cfu/170ml) and staphylococcus pateuri (5cfu/170ml). On (B)(6) 2019, the subject device tested positive for pseudomonas aeruginosa(>25cfu/170ml). The subject device has not been returned to omsc. But was returned to olympus france ofr). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the test result indicated no microbial growth for the subject device. The exact cause could not be determined.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the subject device tested positive for unspecified bacteria during a routine surveillance culturing test by the facility. The number of the microbes and the portion of the subject device, where the microbes were detected, were not reported. The subject device had been brushed manually using a non-olympus cleaning brush(prince medical, kit 1 clean diam 1.8) and disinfected manually with peracetic acid (anioxyde 1000). After reprocessing, the subject device was stored in a storage cabinet (eset, dsc 800 metrostarsys). There was no report of patient infection associated with this report.